Event description:
It was reported that following the implant of the spinal cord stimulator (scs) system trial leads, the patient experienced a small stroke and was hospitalized. A computerized tomography scan (CT scan) was performed which confirmed the stroke. It was stated that the patient did have a cardiac condition and had been medically cleared to suspend blood thinner therapy. The patients' leads were pulled to allow for a magnetic resonance imaging (MRI) and is doing well. The device will not be returned as they were disposed of by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: (B)(6).